Manufacturer narrative:
The device history record was reviewed, and no irregularities were noted. The plate breakage in this case probably caused by the excessive force applied to the position of the bone plate and bone screws. We concluded that the quality of this product has no relation to this event. The osferion bone void filler package insert status in the following section: warning and precaution. Important basic precautions. When load bearing capacity has been weakened or reduced due to fractures, etc., osferion should only be used if the bone can be reliably immobilized by using external or internal fixations etc. Otherwise, compaction of fractures may occur. If necessary, the fracture should be stabilized using external or internal fixations to prevent post-implantation migration or extrusion of the osferion due to loosening. Adverse events. Fracture, fever, pain, local sensation, red flare, inflammation. This report is being submitted as a medical device report is an abundance of caution. Additional comment.

Event description:
A patient underwent high tibial osteotomy (hto). The surgeon in charge of the patient fixed the osteotomized tibia with a bone plate and bone screws for use in internal body fixation and implanted a block-type artificial bone graft material manufactured by a different company and a granule-type artificial bone graft material manufactured by our company (this product) into the osteotomy gap at the lateral hinge. Postoperative course the patient was allowed to put some weight onto the affected limb depending on the pain on postoperative day 1; allowed to walk by using a single crutch on postoperative day 18; allowed to walk by using a cane 3 weeks after the surgery; and discharged from the hospital about 1 month after the surgery. When the patient visited the surgeon about two months after the surgery, x-ray examination revealed bone plate breakage and a lateral hinge fracture of type 1. Pain at the surgical site was not severe. The surgeon carried out reoperation to replace the broken bone plate with a different bone plate